Event description:
Shunt revised due to catheter fracture. Note: two products were reported; a ventricular catheter and a unitized shunt, which includes a ventricular and a peritoneal catheter. There may have been two incidences of catheter fracture. See also mfg. Report #2021898-1998-00149.